Manufacturer narrative:
MDR / initial 1 of 2. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the customer experienced adhesive issues involving two infusion sets. The customer reported that the infusion set fell off during use after approximately two days of wear and the blood glucose raised high, the elevated blood glucose was treated with a correction bolus delivered via the pump.